Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Noise events from home monitoring were recorded on (B)(6) 2024. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that t-wave oversensing has been detected on this rv lead. Lead remains implanted and patient will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.